Manufacturer narrative:
It was reported and confirmed that the hub of the y-connector extension tube was cracked. Investigation revealed a fracture on the screw part of the extension tube, which, upon further testing, was identified as the likely cause of the leak. As the event appears to be related to a potential product quality issue, exception issue 133969 has been initiated to further investigate this complaint. A review of the device history record confirmed that all manufacturing and inspection operations were properly performed and that the product met all specifications prior to shipment.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. The delivery system was inspected prior to use. However, while evacuating air from the occluder and delivery sheath after insertion into the patient, it was discovered that the extension tube connecting the 2-way stopcock was cracked and was leaking saline in a continuous drip. The extension tube was replaced and the procedure was completed successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.